Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and ECG monitoring stress testing via pads with test accessories without duplicating the reported malfunction. Review of the device log found evidence of the reported problem. It is important to note that there are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to, pads not connected to the patient, damaged pads or cables, poor coupling, or poor patient preparation. The accessories that were being used at the time of the event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.